Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.9.0) installed on samsung galaxy s24 (android 15) with mmt1884 780g pump (software version 6.21u) was conducted and confirmed the issue was not reproduced the software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. The cause of the failed pairing was due to a lost bonding during the pairing process. During the bonding process between the pump and phone, the bonding went from a state of bonding to notbonded, when it should have gone from bonding to bonded. Issue is confirmed . To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: delete the pump's sn from bluetooth's paired devices list. Delete the mobile's sn from the pump's paired devices list. Reset app preferences (advised that all apps installed on the phone will be on its default app preferences) patient agreed. Uninstall the minimed mobile app from the phone. Restart phone. Reinstall the minimed mobile app to the phone. Attempt to pair back the pump the phone. Initiate an upload and sync to carelink after pairing. Helpline confirmed that issue has been resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a pairing issue between pump and the mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. A product return is not applicable for non physical devices.